Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported during patient treatment the device shutdown with no audible alarm. There was no patient harm.

Manufacturer narrative:
The serial number for the device in this complaint is (B)(4).

Manufacturer narrative:
Patient /user involvement: no patient information has been provided.

Event description:
The international customer reported during patient treatment, the device shutdown with no audible alarm. There was no patient harm.